Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the 14f esheath+ could not be advanced into the vessel. The esheath+ was removed to dilate and it was noted that it had a longitudinal split at the distal tip. It was noted that the esheath+ was difficult to remove. A second 14f esheath+ was prepared and used after dilation with no issue. The sapien 3 ultra valve was successfully implanted. There was no patient injury. It was noted that the patient anatomy had tough tissue and calcium present but it was not known what caused the difficulties.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings and investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery of the patient's anatomy were shared and upon engineering review of the images, it was found that tortuosity and calcification was present in the patient's access vessels. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for the inability to introduce sheath and the distal tip split were confirmed. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend and require a higher push force to navigate. During sheath introduction through a challenging pathway, it is possible that the operator may apply excessive device manipulation to overcome the experienced difficulty, which may lead to sheath tip damage. Device manipulation can lead to further sheath distal tip damage if compounded with vessel calcification or tortuosity. Available information suggests patient factors (calcification, tortuosity) likely contributed to these events as these patient factors were present in the patient's access vessels. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.